Event description:
Patient called lfs in 2003 alleging the surestep meter would power off during use. The patient reported no symptoms. No adverse event reported. The issue was not resolved with troubleshooting. No further information was reported.